Manufacturer narrative:
Initial reporter zip: (B)(6). Investigation summary: three photos were received by our quality team for evaluation. From the photos, barrel damage and printing rub off was observed. The syringe barrel damage could have occurred at the assembly machine. The probable root cause of the cracked barrel could be due to the air jet at the auto-reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, it leads to the subsequent syringe to rub against the jammed product and causes damage on the barrel body. However, if the air jet, located at the auto-reject station which used to blow off the part from dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. An air jet bracket has been fabricated and installed at the auto reject station to secure the air jet in position. Communication with the production technicians to raise awareness on the reported defect will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 20 syringe 3ml ll had damaged barrels with scale marking issues. The following information was provided by the initial reporter: "the client estimated that approximately 20 barrels were faulty. The returned syringes have holes, cracks and/or dents between the 1ml measurement and end of the syringe, however the severity of the damage varies."